Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The customer has indicated that the device is in process of being returned to the manufacturer for evaluation. Once the investigation is completed, a supplemental medwatch will be filed accordingly.

Event description:
The customer was getting ready to use the zimmer dermatome an handpiece. She connected the dermatome to the hose and the hose to the air outlet, turned the dermatome on and wanted to test run it. She then heard a loud banging sound and air hissing out of the hose on the side where it attaches to the air outlet/wall coupling. The connection was still intact but as well as the rubber outside layer, but inside the metal part of the hose was disconnected/broken. The hose was not new, they have been using it for a while. A delay of unknown timing was reported; however the procedure was supposed to be performed on cadaver for skin transplant so there was no patient under anesthesia. Therefore also, no harm was reported. The customer was not able to start the procedure since the hose broke. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) for the zimmer air dermatome ii hose: aga, 3 m, part number 00885100205, review could not be performed as the part number changes to 06001810862 when received. The receiving inspection records for 06001810862 did not all have the manufacturer serial number indicated and therefore was not able to be traced to a DHR. On 28 aug 2018, it was reported that the customer was getting ready to use the zimmer dermatome an hand piece. She connected the dermatome to the hose and the hose to the air outlet, turned the dermatome on and wanted to test run it. She then heard a loud banging sound and air hissing out of the hose on the side where it attaches to the air outlet/wall coupling. The connection was still intact but as well as the rubber outside layer, but inside the metal part of the hose was disconnected/broken. The customer returned an air dermatome ii hose for evaluation. On 03 dec 2018, a returned product investigation was performed on the zimmer air dermatome ii hose: aga, 3 m. The physical evaluation revealed that it was confirmed that the internal high-pressure hose came off the inlet to the wall connector. Thus releasing the air into the outer exhaust section of the hose. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the zimmer air dermatome ii hose: aga, 3 m was damaged, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, g4, g7, h4, h10. The device history record (DHR) for the zimmer air dermatome ii hose: aga, 3 m, part number 00885100205 and serial number (B)(4), review by de-soutter medical limited noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On 28 aug 2018, it was reported that the customer was getting ready to use the zimmer dermatome an hand piece. She connected the dermatome to the hose and the hose to the air outlet, turned the dermatome on and wanted to test run it. She then heard a loud banging sound and air hissing out of the hose on the side where it attaches to the air outlet/wall coupling. The connection was still intact but as well as the rubber outside layer, but inside the metal part of the hose was disconnected/broken. The customer returned an air dermatome ii hose for evaluation. On 03 dec 2018, a returned product investigation was performed on the zimmer air dermatome ii hose: aga, 3 m. The physical evaluation revealed that it was confirmed that the internal high-pressure hose came off the inlet to the wall connector. Thus releasing the air into the outer exhaust section of the hose. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the zimmer air dermatome ii hose: aga, 3 m was damaged, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.